Manufacturer narrative:
The investigation of the manufacturer is still pending. A supplemental medwatch will be submitted if further information becomes available.

Event description:
According to the customer: "lot# 70099432, this is the one that stopped functioning after we clamped off and then went back on flows awaiting cannulation. The function of the oxygenator slowly returned over approximately 30 minutes. Only shunt in line was the cdi (terumo blood gas monitor device) 150mls/min and we had rpms less than 2500 the whole run." " per the complaint description, the function of the oxygenator slowly returned over approximately 30 minutes. It was not changed in this instance." The product will not be available for investigation. N reported consequences for the patient. (B)(4).